Manufacturer narrative:
There was no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that the pt was experiencing extreme pain at one area of implant. Can't sleep or lay on left side.